Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, that reported that the v60 ventilator displayed a temperature too high error code. It was unknown if the deice was in clinical use when the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. It was reported that the customer's device was out of factory warranty; therefore, the customer declined further assistance from philips, and had the device taken to the dealer for further assistance. Unable to confirm if the device was repaired or if the issue was resolved. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.